Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the suction channel of the subject device tested positive for neisseria species (1cfu /endoscope). The result of the additional microbiological testing by a third party laboratory satisfied the (B)(4) guideline. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility,all channels of the subject device tested positive for enterobacter cloacae (2 cfu /endoscope). The user facility reported that the subject device had been reprocessed using soluscope, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.